Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. After manipulation, the clip successfully released from the catheter. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿no damage to patient.¿

Manufacturer narrative:
Reported issue of clip difficult to release from catheter. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was detached from the bushing; however, the clip was still attached to the control wire via the tension breaker and yoke. The prongs would not open but the clip assembly successfully deployed, two clicks were heard. A kink was noticed in the control wire. The prongs were not locked into the capsule. The sheath grip was detached from the over sheath. Based on the condition of the returned device, the reported failure of clip difficult to release from the catheter was not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. After manipulation, the clip successfully released from the catheter. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no damage to patient."